Manufacturer narrative:
The pipeline devices will not be returned for analysis as they were implanted in the patients. The event cause could not be determined. The causes of the post-procedure branch occlusions were not reported. Based on the reported information, there is no evidence suggesting that the device was defective, but rather a procedure related event. Lin, n. Et al (2016). Treatment of distal anterior circulation aneurysms with the pipeline embolization device. Neurosurgery. 2016 j ul;79(1):14-22. Doi: 10.1227/neu.0000000000001117. Mdrs related to this article: 2029214-2016-00453, 2029214-2016-00454, 2029214-2016-00455, 2029214-2016-00456, 2029214-2016-00457, 2029214-2016-00458.

Event description:
Medtronic received information from literature review that patients experienced branch occlusion after pipeline implantation. The authors retrospectively reviewed records of patients who underwent pipeline treatment of distal circulation aneurysms. During the study period, 28 patients with 28 aneurysms were treated using pipeline. Eighteen patients were women and 10 were men. Mean age was 51.7 years. The aneurysms were located in the middle cerebral artery (mca), anterior cerebral artery (aca), or anterior communicating (acom) artery. Average size of the aneurysms was 12.3mm; 7 were giant aneurysms. Twenty-one patients were symptomatic (headache, transient ischemic attack, acute hemorrhage) before treatment; 7 were asymptomatic. It was reported that branch occlusion and stenosis occurred in two patients =30 days post-procedure. These patients were asymptomatic despite the radiographic findings. None of the patients required additional intervention.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.